Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was in use on a patient at the time of event. There was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital's biomed reported the mx40 telemetry device had no sound. The device was in use on a patient at the time of event. There was no adverse event reported.